Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hardware error that occurred on (B)(6) 2015. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).